Manufacturer narrative:
The reported event of lead damaged was confirmed. A complete lead was returned in two portions for analysis. All damages found are consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, it was difficult to move the lead in position; it was noted that the lead was damaged. The lead was not used and a new lead was implanted. The patient was in stable condition.